Event description:
Flow measurement out of range alarm on the ventilator. When trying to recalibrate the flow sensor, the screen froze up. The mechanical ventilator then failed to deliver tidal volumes to the pt.